Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to olympus service/repair for a ¿tip has a pinhole¿. The reported problem was found during an unspecified event. Upon inspecting and testing, the service evaluation identified a portion of the adhesive at the distal end objective lens has peeled off. This report is being submitted to capture adhesive peeling off the distal end objective lens. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, scope failed leak test due to holes in the bending section rubber. Also, a portion of the adhesive at the distal end objective lens was found peeled off. Additionally, the bending angulation is insufficient due to an elongated angle wire. The bending section cover adhesive is peeling off. The scope also failed the leak test due to a hole on the universal cord. The video connector has small hairline cracks near the video contacts and on the casing. The index on the light guide connector is peeling. The labeling on the video connector has peeled off. Cosmetic scratches were found on the video connector casing. A review of the repair history confirms the scope was last serviced via repair in june 2021. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported problem is potentially due to usage stress, external factors or handling. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide the device's unique device identification number. UDI # was updated.